Event description:
A supplemental report is being submitted due to completion of the investigation on 28-aug-2024.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. The customer was asked if they had the remaining 19 devices associated with the lot number (c2104331) or if they went to another customer? Reply received: "this account only ordered qty 1" manufacturing records: prior to distribution, all zso-5-15 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zso-5-15 device of lot number c2104331 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-5-15 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2104331. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. Following an assessment of this complaint for an ncr (non-conformance report) it was concluded that no ncr is warranted as the device was not sent back for evaluation and no photos were available so there is no evidence to suggest that the sideholes were missing. There are line clearance procedures in place to ensure that no components are left on the workstations and consequently no mix up of non-punched and punched stents. A possible root cause could be attributed to operator error, that the process step was not completed. Although a definitive manufacturing issue could not be attributed to the root cause of the complaint, there remains a possibility that it may have occurred in production and so as a precaution qc awareness training will be carried out. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, no side holes. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. Following an assessment of this complaint for an ncr (non-conformance report) it was concluded that no ncr is warranted as the device was not sent back for evaluation and no photos were available so there is no evidence to suggest that the sideholes were missing. There are line clearance procedure in place to ensure that no components are left on the workstations and consequently no mix up of non-punched and punched stents. A possible root cause could be attributed to operator error, that the process step was not completed. Although a definitive manufacturing issue could not be attributed to the root cause of the complaint, there remains a possibility that it may have occurred in production and so as a precaution qc awareness training will be carried out.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: the customer reported yesterday this stent had no side holes and it is supposed to have side holes. Patient/event info - notes: 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: device placement ***this one*** device removal observation prior to patient contact 2.1.2 what was the target location for the stent? 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 2.1.4 *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* 2.1.5 was the wire guide lubricated prior to use? N/a, yes, no 2.1.6 *was the wire guide inspected for damage prior to use? N/a, yes, no* 2.1.7 was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no if yes, please indicate the procedure performed. 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no 2.1.10 * if not with the device in question, how was the procedure finished?* 2.1.11 what intervention (if any) was required? 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no if yes, please detail any other defects observed 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.1 had a sphincterotomy been performed prior to this occurrence? N/a, yes, no 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no 2.2.4 please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. If other, please specify. 2.2.5 *was resistance encountered when advancing the wire guide to the target location? N/a, yes, no * 2.2.6 *was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no * how did the physician deal with this resistance? 2.2.7 how did the physician determine the length of the stent to be used for the procedure? 2.2.8 where was the stricture located in the duct? 2.2.9 *was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. 2.2.10 *was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no * 2.2.11 after placement, was stent position verified? N/a, yes, no if yes, please describe how. 2.2.12 please estimate the amount of time the stent was in place prior to this occurrence. 2.2.13 did any section of the device detach inside the endoscope or patient? N/a, yes, no ¿ if yes, please specify what section of the device broke off: 2.2.14 please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient 2.2.15 was the broken device retrieved? N/a, yes, no if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 2.2.16 were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no if yes, please indicate what modifications were made: 2.2.17 please indicate why the modifications were necessary. 2.2.18 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 2.2.19 did the patient require any additional procedures as a result of this event? N/a, yes, no 2.2.20 what intervention (if any) was required? 2.2.21 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 2.2.22 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no if yes, please specify what was observed and where on the device it was observed.